Manufacturer narrative:
Additional information was received that device malfunction was not suspected as nothing was replaced. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing dural sensitivity when the stimulation was turned up moderately to high intensities. The patient underwent a lead revision procedure to move the existing lead to a location that does not create discomfort.

Event description:
A report was received that the patient was experiencing dural sensitivity when the stimulation was turned up moderately to high intensities. The patient underwent a lead revision procedure to move the existing lead to a location that does not create discomfort.